Manufacturer narrative:
Steris has made multiple attempts to contact the user facility to offer in-service training however the user facility has been unresponsive.

Event description:
The user facility reported an employee received a small chemical burn on their hand after removing a pack from the v-pro unit. No blistering was present. The employee rinsed her hand with water and did not seek medical treatment. The employee did not miss any work due to the reported injury. There were no procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found it to be operating properly. A successful test cycle and leak test was completed with no issues reported. The technician noted the unit did not have proper preventative maintenance as the last pm was performed in (B)(6) 2012. The unit is not under steris contract. The technician performed a complete preventive maintenance two days after the reported event. The unit is operational with no issues reported. The employee involved was not wearing proper ppe (gloves) at the time of the reported event. The operator manual state (2-1), "ppe-personal protective equipment including goggles or face shield and chemical-resistant gloves. Ppe required per task will vary depending upon hazards of the task." Steris will offer an in-service to the facility on proper use of ppe.